Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that air continued to be drawn from the sheath valve. The catheter became unsterile during sheath replacement, so it was replaced at the physicians request. The procedure was completed successfully by using a different device but with the same model. No patient complications have been reported. The product is expected to be returned. It was further reported that the starter guidewire and farawave catheter were inside the sheath prior to, and or at the time, the air was observed. The bubbles were observed in the sheath valve. The guidewire was at the same height as the tip of farawave. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that air continued to be drawn from the sheath valve. The catheter became unsterile during sheath replacement, so it was replaced at the physicians request. The procedure was completed successfully by using a different device but with the same model. No patient complications have been reported. The product was received for analysis. It was further reported that the starter guidewire and farawave catheter were inside the sheath prior to, and or at the time, the air was observed. The bubbles were observed in the sheath valve. The guidewire was at the same height as the tip of farawave. No other issue has been reported.